Event description:
One pt with discrepant ethanol results. Initial result gave 0.1 mmol/l, repeat gave 17.5 mmol/l. Based on initial result, the pt received a second ethanol infusion that caused ethanol intoxication and the pt had to be intubated and detoxified. The investigational unit verified the customer's complaint, concluding that no sample material was pipetted during initial sampling. The investigational unit was unable to determine a specific root cause. A field service rep was dispatched to the site to verify analyzer performance is within specification.